Event description:
The pt underwent aortic valve replacement with this 21mm sjm trifecta valve. The pt presented with a high gradient of 65-70mmhg. The valve was explanted and replaced with another manufacturer's device. The pt experienced cardiac arrest and respiratory failure on (B)(6) 2014 and expired.